Manufacturer narrative:
The complainant indicated that the device had been disposed; therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.

Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and moderately tortuous left anterior diagonal (lad) artery. The physician inflated the maverick2 monorail balloon to 6 atms on the first inflation. The balloon ruptured at 6 atms on the second inflation. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "good".